Event description:
It was reported the patient felt tired due to their right atrial (ra) lead exhibiting undersensing and no capture. The ra lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event product summary: the full lead was returned, analysis was performed and no anomalies were found. Concomitant medical products: a 5076-45 lead: (B)(6) 2014. (B)(4).